Event description:
The customer reported to olympus, the image from the video telescope was green. The issue was found during preparation for use for a therapeutic procedure. The procedure was completed with no delay. There were no reports of patient harm.

Manufacturer narrative:
The device is expected to be returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the green image was caused by a faulty charge coupled device unit. However, the definitive root cause of the faulty charge coupled device unit could not be determined. It is possible that the faulty charge coupled device unit was caused by unacceptable tension in the area of the charge coupled device unit due to use of an adhesive which is not adapted to the load or temperature collective, which may have caused an insufficiently formed adhesive layer, due to asymmetrical alignment of the spring before the bumper sleeve is joined, or due to pre-existing damage to the charge coupled device unit assembly due to using a suboptimal adhesive device. Olympus will continue to monitor field performance for this device.